Event description:
It was reported that; the cage broke during insertion and positioning of cage. The correct inserter (size 11) was allegedly threaded onto cage and implanted. There was no reported delays or adverse event occurred during surgery.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The customer reported event was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event was determined to be user error-pull back the cage which is not supposed to be done.

Event description:
It was reported that; the cage broke during insertion and positioning of cage. The correct inserter (size 11) was allegedly threaded onto cage and implanted. There was no reported delays or adverse event occurred during surgery.